Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported needle to cuff miss appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other seven proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with proglide devices were attempted in the heavily calcified right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi). The arteriotomy was a 6fr. Reportedly, when the plunger was removed no sutures were attached with six proglide devices. A suture break occurred with two additional proglide devices. The sheath was upsized to 14fr for the tavi procedure. A cut-down was performed at the access site and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.